Event description:
The pt went to see his primary cardiologist with complaints of exertional chest pain. The pt then had an outpt cardiac cath which revealed a new stenosis proximal to his previous placed stent. This lesion was stented. The pt was admitted over night and discharged the following day.